Event description:
It was reported that the pt was first operated on without any problem. After the operation, there was bleeding, which led to a re-operation. During the operating it was found that the mesenteric line was what was bleeding.